Manufacturer narrative:
Batch review performed on 02 september 2020: lot 173103: (B)(4) items manufactured and released on 28-jul-2017. Expiration date: 2022-07-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary knee surgery on (B)(6) 2018. On (B)(6) 2019, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised the femoral component and the full-pe ps tibial component and the surgery was completed successfully. Presently, on (B)(6) 2020, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed an I&d and revised the poly. The surgery was completed successfully.